Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s touchscreen was found cracked after school, and the device was no longer functional, leading the user to transition to backup therapy. Symptoms included no reported changes in blood glucose. Outcomes included loss of device function and loss of water ingress protection. Investigation included user interview and device replacement logistics with instructions to shut down the device and sync data prior to return. Investigation of this device revealed physical damage to the touchscreen consistent with a cracked display, rendering the user interface inoperable and impacting normal pump operation. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from external impact.